Event description:
It was reported that this previously capped implantable lead was part of system revision due to infection. No additional adverse patient effects were reported. This previously capped implantable lead remained surgically abandoned.

Manufacturer narrative:
This supplemental report is being filed to correct the a6: race; b5: describe event or problem; and h6: patient codes.

Event description:
It was reported that this previously capped implantable lead was part of system revision due to infection. No additional adverse patient effects were reported. This previously capped implantable lead remained surgically abandoned. Additional information from the field representative indicated that the patient had a dehiscence and fluid discharge. No additional adverse patient effects were reported. This previously capped implantable lead remained surgically abandoned.